Manufacturer narrative:
Findings: unit received with constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test or verify alarm in the alarm history screen due to motor error alarm. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, missing reservoir tube o-ring and broken reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 105 mg/dl at the time of the call. Customer does not use the sensor feature on the insulin pump. Customer states, they are unable to complete the rewind sequence. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.